Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse disconnected the patient from arctic sun for about 10 minutes to move them. Patient temperature has been 36.2c for about 2 hours. Target temperature was 36c and states water temperature has not moved. Nurse wanted to ensure device working properly. Four pads connected flow rate was 2.9 lpm, water temperature was 30.5c. Trend was thermoneutral. The patient did have a little exposed abdomen and the nurse stated was on the larger side. No shivering, microshivering or seizures. Mis explained device appeared to be responding appropriately. Water temperature was trying to keep patient stable at or as close to target temperature to prevent overshoot one way or the other. Mis discussed addition of universal pad to abdomen for additional coverage. Patient temperature had dropped to 36.1c by end of call. Nurse called again a few hours later, the patient temperature continuing to increase, but water temperature was not going down and seems to be going up. Received alert 113 reduced water temperature control. Patient temperature was 36.3c, target temperature was 36c, water temperature was 32.6c, flow rate was 2.8 lpm. System diagnostics where outlet monitor temperature (t1) was 30.7c, outlet control temperature (t2) was 30.6c, inlet temperature (t3) was 30.6c, chiller temperature (t4) was 4c, water flow rate was 2.8 lpm, inlet pressure was -7psi, circulation pump command 66 percent, mixed pump command was 100 percent, water reservoir level was 4. System hours was 3872.1, pump hours was 3522.9. Mis advised, it appeared mixing pump was going out. They would need to swap out the device. The nurse confirmed they could get another device. Mis discussed stopping therapy and reconnecting to a new device. Send that one to biomed labeled alert 113. Per work order update on 05dec2022, customer has agreed to send device into depot. The device is due for 2000 preventive maintenance, and it appeared the device has a failed mixing pump. Per sample evaluation results received on 11jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the circulation pump was primed for complete autofill. It was stated that the double bend tube was found expanded during servicing. It was noted that the double-bent tube was replaced.

Event description:
It was reported that the nurse disconnected patient from arctic sun for about 10 minutes to move them. Patient temperature has been 36.2c for about 2 hours. Target temperature was 36c and states water temperature has not moved. Nurse wanted to ensure device working properly. Four pads connected flow rate was 2.9 lpm, water temperature was 30.5c. Trend was thermoneutral. Patient did have a little exposed abdomen and nurse stated was on the larger side. No shivering, microshivering or seizures. Mis explained device appeared to be responding appropriately. Water temperature was trying to keep patient stable at or as close to target temperature to prevent overshoot one way or the other. Mis discussed addition of universal pad to abdomen for additional coverage. Patient temperature had dropped to 36.1c by end of call. Nurse called again a few hours later the patient temperature continuing to increase, but water temperature was not going down and seems to be going up. Received alert 113 reduced water temperature control. Patient temperature was 36.3c, target temperature was 36c, water temperature was 32.6c, flow rate was 2.8 lpm. System diagnostics were outlet monitor temperature (t1) was 30.7c, outlet control temperature (t2) was 30.6c, inlet temperature (t3) was 30.6c, chiller temperature (t4) was 4c, water flow rate was 2.8 lpm, inlet pressure was -7psi, circulation pump command 66 percent, mixed pump command was 100 percent, water reservoir level was 4. System hours was 3872.1, pump hours was 3522.9. Mis advised it appeared mixing pump was going out. They would need to swap out device. Nurse confirmed they could get another device. Mis discussed stopping therapy and reconnecting to new device. Send that one to biomed labeled alert 113. Per work order update on 05dec2022, customer has agreed to send device into depot. The device is due for 2000 preventive maintenance, and it appeared the device has a failed mixing pump. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the circulation pump was primed for complete autofill. It was stated that the double bend tube was found expanded during servicing. It was noted that the double-bent tube was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.